Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry, a patient underwent explant of their 26mm sapien 3 ultra resilia valve in the aortic position approximately 8 months post tavr procedure. The device was explanted for an unknown reason and replaced with an edwards surgical valve.

Event description:
According to the medical records, the patient presented to the hospital with fevers, fatigue, confusion and a workup was performed that demonstrated a large aortic valvular vegetation, also with tricuspid vegetation. MRI of the brain noted multiple hemispheric strokes. Blood cultures were positive for staphylococcus capitus. Patient completed a period of antibiotics and blood cultures were negative for 4 days of growth. Given the vegetation and embolic process to the brain it was decided to do an urgent surgery for tavr explant for endocarditis. Patient's tte performed showed ef 50-55% and a mobile echodensity was detected on the prosthetic aortic valve. No prosthetic aortic valve regurgitation, moderate to severe prosthetic aortic valve stenosis and excessive gradient for this aortic valve prosthesis. Per the operative note, the sapien valve was carefully excised and sent for culture, and the new valve was placed without issue and appeared to be well seated.

Manufacturer narrative:
Update to b4, b5, g3, g6, h1, h2, h11. Upon further investigation, a redaction to this report is required. The new information received in medical records indicates that the valve was explanted due to late endocarditis. Blood cultures were positive for staphylococcus capitus. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. With the new information provided, this event is no longer reportable to the FDA. As the new information indicates, the endocarditis occurred >60 days post tavr implant and the blood culture was positive for staphylococcus capitus. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.